Event description:
The patient called v-go customer care (vcc) to report that the needle popped out after 2-3 hours. He tried other infusion sites and tried to bring the needle back in, without success. Vcc advised the patient that when this happens, he should replace that v-go with a new one. The patient confirmed that he pushed the needle button over the rounded side. The patient confirmed that the cover pin was attached to the button cover. He said this happened with 10 v-go devices from same box. The patient kept 1 v-go for collection and the other v-go devices were discarded. However, to date, the device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the complaint regarding the needle button released event. Device #052254-a was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.